Event description:
On (B)(6) 2009, the pt reported her insulin infusion headsets are not properly adhering to her skin. She stated this is not specific to a lot number. She changed her headset on (B)(6) 2009 and the adhesive "wasn't sticking good". She said the headset came out of her skin the next day. The headset was inserted in her abdomen and she normally changes her headset every 3 days. She uses a transparent dressing over her headset. Her infusion sets are stored in a cupboard and are not exposed to extreme temperatures or moisture. She stated she does not cleanse her skin prior to inserting her headset. She was advised she needs to do so. Complimentary infusion sets were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.